Manufacturer narrative:
E1: reporting institution phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a blower speed error failure. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was a blower speed error failure. Bench repair is currently pending. This investigation is ongoing.

Manufacturer narrative:
It was reported that there was a blower speed error failure. The unit was sent to bench repair. At bench repair, the blower assembly and motor controller (mc) printed circuit board assembly (pcba) was replaced to resolve the reported issue. Bench repair replaced the blower assembly and mc pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
It was reported that there was a blower speed error failure. The unit was sent to bench repair. At bench repair, the blower assembly was replaced to resolve the reported issue. Bench repair replaced the blower assembly to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.